Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter. In addition, a lot number from the pump involved in this incident was unk, therefore, a historical review of the specific lot involved was not possible. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catherers shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report. On-q painbuster has been designed for post-op pain relief in many types of surgery, including cardiovascular/cardiothoracic, ob/gyn, orthopedic, plastic, and general surgery. Despite the variety of procedures in which on-q is used, insertion techniques are similar, and are detailed in the directions for use. To minimize potential for catheter breakage, additional insertion recommendations are: avoid suturing through or near the catheter. While this seems obvious, some insertion techniques may increase this potential, such as tunneling the catheter through muscle. Whether placed in muscle, or in subcutaneous tissue, diligence should be used to ensure that the suture is not damaging the catheter, which could lead to breakage. Insert the catheter 1 cm further than needed into the site; then, prior to the final suture level being completed, withdraw the catheter to the desired position. When the catheter moves freely, it ensures, prior to final suturing, that the catheter is not bound in the sutures. Avoid shearing of catheter from insertion devices. The catheter should be inserted only through the t-peel sheath that is provided with the on-q kit. It should never be inserted through a needle introducer, as the sharp end of the introducer can damage the catheter causing shearing and breakage of the catheter. To protect the catheter during suturing, leave the t-peel introducer in place in the wound until the final suture layer. Then, remove the introducer, and complete suturing. This will only protect the catheter in the segment that is within the introducer, and not in the catheter segment that protrudes distally. Avoid nicking of catheter with sharp objects, such as suturing needles. Similar to #1, avoid contact between suture needle and the catheter, which can damage or sever the catheter. Avoid damage to catheter from electrocautery devices. Whenever electrocautery is needed after catheter placement, extreme care should be exercised to avoid contact with the catheter. According to the on-q directions for use: "if resistance is encountered during removal, or if the catheter stretches, stop. It is advisable to wait 30-60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal. If the catheter is still difficult to remove, an x-ray is recommended."

Event description:
In 2006, patient had laparoscopic donor nephrectomy with placement of subfascial analgestic infusion pump catheter for post-op pain control. Two days later, when nurse attempted to remove the device, it broke with segment (approximately 1.5 inches) caught in fascial closure. The nurse reported using typical force/pull in the removal process. Patient returned to or for foreign body removal. The surgeon thought the catheter had been inadvertently sutured into place during closure on the same day. Unfortunately, the device was not retained and sequestered, so further evaluation is not possible. The original packaging of the device is not available to allow further device identification. ( as stated per medwatch report no. (No number indicated).